Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld on the p4 pad. The root cause for the loose spot weld could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.